Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a primary alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of the error code in the event log. The fse then replaced speaker 2 and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was tested, and the failure was confirmed. Pil installed the speaker into the standard test bed (stb) and confirmed that the alarm, "check vent: primary alarm failed", had occurred. Pil also confirmed that the speaker failed due to an open resistance to the voice coil of the speaker. Pil concluded the speaker was faulty. D4 - product UDI number is corrected g1 - contact information and contact office entity are updated.